Manufacturer narrative:
Evaluation anticipated but not yet begun.

Event description:
During preparation for use in a cardiopulmonary bypass procedure, the central control monitor (display) of the heart lung console could not be operated. Apparent damage to the touch screen resulted in the cursor continuously remaining in the upper right corner of the screen. There was no reported adverse consequence to the patient as a result of this event.